Manufacturer narrative:
(B)(4).one (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package; lot # 73f1500229 was confirmed with sample received. During visual inspection the spring jaw component is damaged; bent upturned, no stuck clips in the tip the jaws. Functional inspection: applier was fired and one clip was released, however, clip not loaded in jaws; broken clip released (hook) root cause unknown. This condition was presented on 2 occasions. Finally applier was fired and one clip was released, however, during activation clip did not open properly; a total of 4 clips released improperly. Therefore failure mode applier won't release cli reported by customer was confirmed during functional testing. During the manufacture of the device, the (B)(4) facility performs a 100% functional testing as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted which shows a decrease in the complaint rate for these devices.

Event description:
Alleged event: the applier locks the clips but does not release the clips. The surgeon was able to remove the clip from the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73f1500229 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier locks the clips but does not release the clips. The surgeon was able to remove the clip from the applier. The patient's condition was reported as fine.